Event description:
A manufacturing consultant attended a vns surgery to replace a vns generator for end of battery life. During the surgery, high impedance was noted when the implanted lead was connected to the pt's new vns generator. Systems tests were unable to be performed prior to removing the original generator, as the battery was at end of life. Several system diagnostic tests were performed all resulting in high lead impedance therefore, the lead was replaced. The explanted product is at manufacturer pending completion of product analysis.

Manufacturer narrative:
Conclusion: device malfunction suspected, but did not cause or contribute to a death or serious injury.